Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that a hair was observed inside the packaging of a torcon nb advantage angiographic catheter. There was no patient involvement.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications, quality control, and imaging of the returned device was conducted during the investigation. One unopened and unused torcon nb advantage angiographic catheter was returned for evaluation. Investigation of this device was completed via obtained imagery as the device was unable to be located. Foreign matter was noted inside the sealed package and appears to be a hair like fiber black in color, and approximately 4.0 centimeters (cm) in length. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Per manufacturing quality control, the entire package is inspected for defects. The product is rejected "if it contains any visible cuts, holes or foreign matter (dirt, hair, paper, fuzz, etc.)." Based on the information provided, examination of the returned product, and the results of our investigation, the root cause for the foreign matter was determined to be manufacturing related. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.